Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical assistance on (B)(6) 2020 for high blood glucose and diabetic keto acidosis. Blood glucose reading was 601 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Auto mode feature was not active at the time of event. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.